Manufacturer narrative:
After deployment, the vena cava filter appeared abnormally expanded. The physician injected contrast and confirmed that the filter was not placed in the inferior vena cava (ivc), but in the retroperitoneum below the kidney. There was a little bleeding and the pt's hemoglobin level declined; however, the bleeding soon stopped and the pt's vital signs stabilized. Small hematomas were noted in the retroperitoneum. The pt did not experience any pain. The filter did not migrate from its initial location. The filter was inadvertently placed incorrectly. It was not partially or asymmetrically expanded. There were no other problems encountered during the procedure. Considering the pt's age, the physician though it was too risky to surgically remove the filter and felt leaving the filter would be harmless; therefore, no treatment was done to remove the filter. The target lesion was treated with another ivc filter. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp).

Event description:
The physician was performing an inferior vena cava (ivc) filter implant to the ivc. After the deployment of the optease vena cava filter, the filter appeared abnormally expanded. Therefore, the physician injected contrast from the sheath and confirmed that the filter was not placed in the inferior vena cava (ivc), but in the retroperitoneum below the kidney. The pt did not experience any pain. There was little bleeding observed and the pt's hemoglobin level declined; however, the bleeding soon stopped and the pt's vital signs stabilized. Small hematomas were noted in the retroperitoneum. The filter did not migrate from its initial location. The filter was inadvertently placed incorrectly. It was not partially or asymmetrically expanded. The filter expanded wider than expected. There is no evidence to support that the decline in the hemoglobin or the bleeding was due to the inaccurate placement. There were no other problems encountered during the procedure. Considering the pt's age, the physician thought it was too risky to surgically remove the filter and felt leaving the filter would be harmless; therefore, no treatment was done to remove the filter. There was no calcification; however, there was mild tortuousity. The sheath and the guidewire (radifocus, terumo, 0.035") were delivered to the target lesion. The guidewire was removed and the sheath was advanced forward again adjusting the position. There were no problems encountered advancing the device to the target lesion. The filter was then deployed by pulling the sheath and fixing the obtulator. Continuous fluoro was used to prior release. The target lesion was treated with another ivc filter (gunter tulip, boston scientific). Films are not available at the time.